Event description:
It was reported via e-mail that the customer experienced high blood glucose and alarms and sensor alarms issues. The caller stated that she changed the sensor friday morning and in the middle of the night it was going crazy and stated to suspend. The customer checked her glucose level and it was completely off. Then she turned off the sensor the next day. The customer stated that she calibrates before meals and at bed time. She has been frustrated and stated that the diabetes educator does not know why on the reports there might be a spike. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).